Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The issue was successfully resolved through implant of a second valve. Based on the information in this event, it is unlikely that any manufacturing issues contributed to the reported events.

Event description:
Medtronic received information that following the deployment of the first transcatheter bioprosthetic valve, the placement of the valve was not certain, and a second transcatheter bioprosthetic valve was implanted valve in valve. No additional intervention was reported, and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned by the facility. Should the product be returned, this event will be updated.(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.